Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic low anterior resection procedure, during the rectum resection, at first firing the firing was performed for a trial, but the device did not fire. A new device was used to complete the procedure. There was no patient injury.